Event description:
User facility reported that the device was in use with a pt when the device became non-functional and stopped ventilating the pt. According to the reporter, the pt required an alternative means of ventilation. No permanent adverse effects to pt reported.

Manufacturer narrative:
The suspect device was received for evaluation. Functional testing confirmed the device stopped operating in the middle of the test. The demand detector was disconnected form the nrv and the unit began to cycle immediately. A leak was observed form the demand detector. Visual inspection was unable to find any damage to the demand detector or internal parts. Following removal of the demand detector, the unit passed all function and delivery testing within specification.